Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-7.0-60-ptx stent of lot number c772907 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including hypertension, diabetes (type 2), renal failure, pulmonary disease, smoker. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that as per the package insert, restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Additionally worsened claudication is also an adverse effect. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per finished product q.c. Instruction. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. According to the information provided, pta was performed, and the patient condition was recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: 3 x zilver ptx stents were placed in left sfa of a male patient. Ziv6-35-125-6.0-120-ptx, lot #c778921; ziv6-35-125-7.0-120-ptx, lot #c780925; ziv6-35-125-7.0-60-ptx ,lot #c772907. On (B)(6) 2016: restenosis in the stented lesion was confirmed. No symptoms were observed on the patient. Pta was performed against this event on the same day. The condition of the patient was improved. Reference also related reports 3001845648-2016-00377 and 3001845648-2016-00378.